Event description:
It was stated that the device was alarming cassette was not attached properly, reattach cassette. The event occurred during start up. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.